Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas integra 400 plus analyzer. The initial result was 2.108 mg/dl on (B)(6) 2025, the repeat results were 1.026 mg/dl and 1.021 mg/dl. A new sample was collected from the patient, and the result was in the normal range. No specific data was provided.

Manufacturer narrative:
The investigation did not find a product problem. The customer did not have the extra wash cycles (ewc) installed correctly. General reagent issues were excluded as there were no issues with calibration or qc.